Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coverage 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 18221027 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection. The symptoms included redness and pus at the battery site. The physician believed that the infection was procedure related. The patient was administered intravenous antibiotics and underwent an explant procedure. No device malfunction was suspected.